Event description:
It was reported that the user experienced a low blood glucose event after performing a meal announcement while hyperglycemic and then not consuming food, which led to subsequent hypoglycemia; the user had already treated the low and blood glucose was back in range by the time of contact. Symptoms included hypoglycemia with a reported glucose value of 69 mg/dl. Outcomes included self-treatment with oral glucose and resolution without further intervention. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed user-related use error, specifically using a meal announcement as a correction while not eating. It was concluded that the device functioned as designed and that the event was attributable to user management decisions, with education on best practices provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.